Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on insulin pump screen when customer was surfing and insulin pump was not working. The customer stated they did not received any other insulin pump error before open book image was displayed on screen. No harm requiring medical intervention was reported. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.